Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they've received emergency medical assistance several times due to low blood glucose. On (B)(6) 2018 they had blood glucose of 47 mg/dl at the time of the incident. The customer believes the pump is over delivering as they changed basal rates but still wake up low. The customer was given juice and food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was upset. The customer reported physical damage to the pump and plastic pieces falling onto the table from an unknown source. The customer was also inquiring about a pump upgrade. The insulin pump will not be returned for analysis.